Event description:
Screws were noticed to be missing out of the offset reamer by spd personnel. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that screws were noticed to be missing out of the offset reamer by spd personnel. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 30 devices were manufactured under lot 3539108 and 21 devices were accepted into final stock on 01/05/2017 and 09 other devices were accepted into final stock on 01/03/2017.no non-conformances were identified during inspection. Complaint history review: a review of complaints in trackwise related to p/n 212760, l/n 3539108 shows 01 additional complaints related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screws were noticed to be missing out of the offset reamer by spd personnel. Case type: tha.